Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav shuntsystem (#fv435-t) was implanted during a procedure in (B)(6) 2025. According to the complainant, the shunt caused a blockage. The patient underwent a revision procedure on (B)(6) 2025. The complained product will be sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.

Event description:
The complained product was sent to the manufacturer and the investigation has been completed. Please note: the initially reported s/n of the device was not confirmed and changed accordingly in this report.

Manufacturer narrative:
Visual inspection: during the investigation, some molding outer housing of the valves was determined, but no significant deformations or damage were found. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to further investigate, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 operates within the accepted tolerance in the horizontal position. The shuntassistant does not operate within the specified tolerances in the vertical position. An accelerated outflow of shuntassistant could be determined. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in shuntassistant. Results: based on our investigation results, we cannot determine functional deviations or other abnormalities in the progav or the control reservoir. Both products operated within all specifications. Furthermore, an accelerated outflow of the shuntassistant was detected. The visible deposits led to the functional deviation. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.